Event description:
Same case as MDR ID: 2134265-2012-03988. It was reported that during a stenting treatment procedure, the filterwire became entrapped on the deployed stent. Access was obtained via the right femoral artery. The target lesion was located in the moderately tortuous and moderately calcified saphenous vein graft (svg) to the first obtuse marginal branch (om). Angiography revealed that the lesion was filled with thrombus and thrombectomy was performed. A 3.0x16mm promus element plus stent was deployed in the lesion and then a 300cm ez filterwire was placed in the lesion distal to the deployed stent. The physician then attempted to advance a 4.0x38mm promus element plus stent; however, the device was unable to cross the lesion. The advancement attempts of the 4.0x38mm promus element plus stent caused the basket of the filter wire to go back into and become entrapped on the deployed 3.0x16mm promus element plus stent. The physician advanced the filterwire retrieval sheath to reposition the filterwire; however, as the filterwire basket was caught on the previously placed stent, it caused both the filterwire and 3.0x16mm stent to be pulled back into the guide catheter and everything was removed from the patient as a system. The physician then deployed a 3.0x28mm and a 4.0x38mm non bsc stent in the lesion followed by a 5.0x16mm veriflex stent to complete the procedure. The results of the procedure were good and no patient complications were reported. The patient's current condition is okay.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).